Event description:
Compressing the blood flow [vascular compression]. Pain at the location of the injection [injection site pain]. Discoloration [injection site discolouration]. Rha2 and rha4 into the mid cheek area [off label use]. United states report received from a healthcare professional on (B)(6) 2022. A physician assistant reported that a female patient of unknown age received rha2 and rha4 product for unknown indication, in 2022. An unknown volume of rha2 and rha4 injection was applied to mid cheek area using an unknown injection technique. It was unknown if the needle was used from the box. Cannula was used for the administration of the rha2 and no cannula was used for the rha4 product. No previous cosmetic procedures were done. Medical history was not provided. Concomitant medications, and food supplements were not provided. On (B)(6) 2022, the consumer presented at the prescriber's office with pain at the location of the injection site and discoloration. It looked like the rha was compressing the blood flow, but there was no necrosis. As a treatment, the md advised the prescriber to give hylenex. The outcome of the event was unknown. The product was not available for return. The intensity was not reported. (B)(4). No additional information was available at the time of this report. Case comment: a causal relationship between rha and vascular occlusion is assessed possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the reported information. The company will continue monitoring the benefit-risk profile of rha.

Event description:
Compressing the blood flow [vascular compression]. Pain at the location of the injection [injection site pain]. Discoloration [injection site discolouration]. Rha2 and rha4 into the mid cheek area [off label use]. Lump [injection site mass]. Bruising [injection site bruising]. United states report received from a healthcare professional on (B)(6) 2022. A physician assistant reported that a 60-year-old female patient received rha3 and rha4 product for unknown indication, (B)(6) 2022. A 2 ml volume of rha3 was applied to oral commissures and 1ml to cheeks using fanning injection technique. A volume of 1 ml of rha4 injection was applied to mid cheek area using bolus injection technique. Cannula was used for the administration of the rha3 and needles supplied in the box was used for rha4 product. Rha4 batch number was 210716a0 and was injected on (B)(6) 2022. 1ml of rha4 was injected to the cheeks using bolus technique using the needles supplied in the box. On (B)(6) 2019, the patient received juverderm ultra on the marionette lines and nasolabial folds without any reaction. The patient has a drug allergy to codeine. Concomitant medications of atenolol and femara were reported. The patient received the first pfizer covid-19 vaccine booster on an unspecified date in (B)(6) 2021. The patient received the second pfizer covid-19 booster on (B)(6) 2022. On (B)(6) 2022, the consumer presented to the prescriber's office with pain at the location of the injection site and discoloration which was reported as "it looked like rha was compressing the blood flow", no necrosis was noted. It was reported that after two weeks post injection to right cheek, the patient experienced bruising 5 days later. On (B)(6) 2022, the patient had treatment with hylenex with 150 unit/ml, 0.8ml injected to the right cheek. It was reported further that lumps were decreasing in size and discoloration remains. The patient was not recovered from discoloration. The patient was recovering from pain at the location of the injection, lump and vascular compression. Outcome for bruising was unknown. The product was not available for return. Health effect - clinical code: 2422, obstruction/occlusion. Health effect - clinical code: 4562, injection site reaction. Health effect - clinical code: 4562, injection site reaction. Health effect - clinical code: 4562, injection site reaction. Health effect - clinical code: 4562, injection site reaction. Health effect - device code: 1494, off-label use. Follow up information was provided by the health care provider on (B)(6) 2022. Events of bruising, lumps added. Onset date, batch number, intensity, medical history, treatment dosage, con-meds were added and narrative updated accordingly. Case comment: a causal relationship between rha and vascular compression is assessed possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the reported information. The company will continue monitoring the benefit-risk profile of rha.